Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. A review of the field logs and confirmed during in-house testing that the instrument has 16 lives remaining. No discrepancies in the number of lives remaining were observed during log review. Additional observations not reported by the site: the instrument was found to have a broken instrument tube adapter located at the distal end, which serves as the interface between the instrument and the user-installed tip accessory. The detached fragment, measuring approximately 1.65 mm x 3.26 mm, was not returned with the instrument. Scratch marks and abrasions were also observed on the tube adapter. The probable root cause of the damaged tube adapter, detached fragment, and observed scratches/abrasions is attributed to tip accessory installation issues and/or damage sustained during use, including excessive contact with abrasive or hard surfaces during installation.

Event description:
It was reported that during central processing, a single port monopolar curved scissors instrument should have had more uses. There was no report of patient involvement.